Manufacturer narrative:
H3 - evaluation of the returned pin found that the tip of the returned perc pin is severely damaged, likely during the removal attempt. The pin is stuck into a reference frame. Not able to accurately measure the diameter of the perc pin while it is in the frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 100mm perc pin was stuck on the reference frame during a case. The site proceeded by opening a new tray and pin. There was no patient impact and a delay of less than one hour.